Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving low readings. Caller is entirely insulin dependent and monitors her blood glucose levels at all times. Her pancreas does not generate any insulin so she takes eight insulin shots a day. Due to lower readings previously in the evening, she did not take insulin. Patient stated that she started to get shaky and started to lose vision in her right eye. Her prime meter read 328 at 8:32 pm when she was feeling these symptoms. Due to her symptoms, she called the paramedics and they arrived about 5 minutes after the call took place; approximately 8:40 pm. The paramedics took her blood glucose level and received a reading over 700. Patient was taken to the emergency room and put on an IV and given insulin injections. Gave medicine for pain as well. Diagnosed with diabetic ketoacidosis. She was treated in intensive care for two days until blood glucose levels stabilized and she was released. Technique and storage ok. Controls not used. Replacing product.